Event description:
This lead was explanted and replaced with another MFR's lead because it had dislodged one day post implant with loss of capture and sensing. On 08/08/2006, contacted rep for add'l data about this lead. He stated that the physician appeared to be extremely rough with this lead and may have damaged it at implant. Replaces with a st. Jude device.

Manufacturer narrative:
Please see scanned table.